Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials: 301029. Batch#: 4046619. It was reported that the bd syringe 10ml ll bns barrel / flange was damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. I am reaching out for roi (B)(6) to log a complaint for the 301029 bd medical syringes breaking during use. Our customer has reported that, ¿we have had several issues with the syringe in the (B)(6) that we stock at (B)(6). The week before thanksgiving there were two incidents involving a syringe that broke in the middle of surgery and two separate physicians got stuck with needles.¿ item # 301029. Description: syr 10ml ll bns. Lot: 4046619. Original po: (B)(4). Qty: (B)(4). Patient/physician contact: yes.

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.